Manufacturer narrative:
The lens was returned partially inserted into the loading area of a qualified company cartridge. The cartridge was inside an opened lens pouch placed into the lens carton. Viscoelastic was observed dried in the cartridge. The lens was rotated with the trailing haptic/optic junction at the right side of the loading area entrance. The trailing and leading haptics were folded onto the anterior optic surface. The cartridge had no evidence of placement into a handpiece. The cartridge tip had stress lines along the upper left side. The cartridge was cleaned for further testing. The lens was removed during cleaning. After removal from the cartridge, the lens was evaluated. Both haptics relaxed into their original positions and there was no damage observed to the lens. Top coat dye stain testing was conducted with acceptable results. A device history record review and a non-conformance review of the reported lot number was conducted. The deviation review did not reveal any potential contributing factors to the reported complaint and all corresponding production release specifications defined in the device master record were met. Qualified associated products were indicated. The reported lens damage was not observed. No problem was found with the returned lens. The lens was returned partially inserted into the loading area of a company cartridge. The lens was malpositioned/rotated toward the right side of the loading area entrance. This may have been interpreted as the report complaint. The company cartridge had no evidence of placement into a handpiece. Top coat dye stain testing was conducted with acceptable results. The instructions for use (IFU) instructs: using holding forceps, grasp the lens by the optic edge and gently place the lens anterior side up into the back of the unspecified viscoelastic (ovd)-filled cartridge. The lens should be inserted until the optic is a little more than half-way inside the cartridge. Use the holding forceps to gently push down on the lens, verifying that the lens is on the bottom surface of the cartridge. Using holding forceps, take the trailing haptic, and gently fold the haptic onto the anterior side of the optic. Slowly grip or push the optic edge to position the lens as far into the cartridge as the forceps will permit, while ensuring the lens remains on the bottom surface of the cartridge and the trailing haptic remains on the optic. Failure to follow these steps may cause the lens to advance incorrectly causing delivery issues and/or damage. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that during an intraocular lens (iol) implantation procedure, a damaged lens was identified and the procedure was completed on the same day and there was no patient contact. Additional information has been requested but is not available at the time of this report.